Event description:
Event description guidant received information that this cardiac resynchronization therapy device (crt-d) was unable to establish communication pre-implantation. Two different programmers and wands were attempted. Another device of the same model was interrogated without issues.